Event description:
Patient reported they visited their dentist who showed them that their bottom front teeth are very loose. Their teeth were not like this before starting aligner treatment. At check in patient marked true to periodontist and loose. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.